Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that a couple of days ago they thought the ins turned off. The patient thought the ins turned off because they were peeing on themselves and couldn't control it. The patient added that they were urinating very frequently. The patient mentioned that they had been to walmart a lot, so they thought perhaps the security screening devices at walmart caused their ins to turn off. The patient lost their smart programmer, so they were unable to check the status of the ins. The patient called their managing hcp, and they advised the patient to get in contact with their local company rep. However, the patient lost the phone number for their local rep. The patient was warm transferred to get assistance replacing the lost smart programmer.